Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while the customer was doing a complete infusion set change. Customer's blood glucose level was 20.4 mmol/l. The alarm was resolved with a complete set change. The device was not returned.

Event description:
It was reported that the insulin pump possibly had a blank display issue. After troubleshooting previously for the no delivery alarm, the alarm was still not resolved. The displacement test passed. The screen had gone blank while delivering a bolus, but upon looking at the history, the bolus had fully delivered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.